Manufacturer narrative:
An event regarding user error involving an unknown patella impactor was reported. Conclusions: the cause of the event could not be determined based on the information provided. Further information such as return of device and operative notes as are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient, a study subject in the triathlon tritanium knee stryker sponsored study, had surgery on (B)(6) 2015 and received the triathlon tritanium patella and tibial baseplate. An adverse event was reported as part of the study due to the surgeons' findings at the 6-week follow-up visit on (B)(6) 2015. The surgeon noticed on the x-rays that he had left the protection button of the patellar component on the tritanium patella. He noted that the patient was asymptomatic and had excellent range of motion at the 6-week visit. The surgeon decided to conduct a reoperation on (B)(6) 2015 to remove the protection button. No components were revised. Left knee. Update by investigator: additional information received confirmed it was a component from a patella impactor that was left behind in error by the surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient, a study subject in the triathlon tritanium knee stryker sponsored study, had surgery on (B)(6) 2015 and received the triathlon tritanium patella and tibial baseplate. An adverse event was reported as part of the study due to the surgeons' findings at the 6-week follow-up visit on (B)(6) 2015. The surgeon noticed on the x-rays that he had left the protection button of the patellar component on the tritanium patella. He noted that the patient was asymptomatic and had excellent range of motion at the 6-week visit. The surgeon decided to conduct a reoperation on (B)(6) 2015 to remove the protection button. No components were revised. Left knee.